Manufacturer narrative:
The device was received for evaluation. A review of event history log showed evidence of an 'upstream occlusion alarm is set' message. Functional testing was unable to reproduce the upstream occlusion alarm. The device was loaded successfully and a set run without discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported alarm was verified. However, the cause of the alarm could not be determined. The upstream occlusion sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an upstream occlusion error during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.